Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the failure of the dr board. The op-amp circuit of the dr board has been performed as the design change, but the subject device has been manufactured before that measures.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with this event. Olympus (B)(4) (oekg) checked the subject device and found that the endoscopic image could not be displayed when evis 160 or 180 series videoscope was connected to the subject device, and also found that the reported issue was caused by the failure of printed circuit board of the subject device.